Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 254 mcg/day) via an implanted pump. The indication for pump use was cva (stroke) and intractable spasticity. It was reported that during the routine pump replacement procedure, a 14 cc reservoir discrepancy difference was found. The pump was replaced as planned. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.